Event description:
The customer contact reported the patient received more medication than intended. The patient was pregnant female admitted for an unspecified exploratory procedure. The pump was programmed at an unspecified time in the recovery department to deliver an unspecified concentration of fentanyl in the pca only mode. No further programming parameters were provided. After an unspecified length of time, the patient was transferred to the labor & delivery department. During a routine check 7 hours later, the labor & delivery nurse noted that the bag was empty; however, an unspecified amount of fluid was expected to be remaining in the bag. The customer contact reported that the drug was expected to be delivered, "over 20 to 24 hours and delivered in 7 hours." There were no adverse effects to the patient or the fetus. No medical interventions were required. The customer contact stated, "the patient was up and talking to her family member," throughout the entire event. The pump was removed from clinical service and sent to the biomedical department. During testing at the user facility using the same programming parameters and tubing set, the pump delivered more than expected. Though requested no additional information was provide.